Manufacturer narrative:
This was initially reported on the summary report dated 09/18/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, recurrence, dyspareunia, infection, bowel problems, bleeding and other unspecified injuries. It was also reported that the plaintiff experienced retention, cystocele, vaginal vault prolapse, urge urinary incontinence, discharge, yeast infection, erythema, leakage, frequency, urgency and urinary tract infection. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.